Event description:
It was reported that the patient faced three infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling event on (B)(6) 2025. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. The patient replaced the infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
MDR(B)(4)/ initial 3 of 3 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380